Event description:
A 22 gauge insyte catheter separated from hub, after indwelling for three days. Upon discovery of the incident the area, including the occlusive tape was searched and they were unable to find the catheter portion. 14 april 98 x-rays taken of the left superior member, and thorax where, as per radiology concept, there was evidence of a foreign body. They did conclude that the foreign body was not a catheter, but observed in the hand a hard zone where the catheter was located. Under local anesthesia a vein dissection was made and blood clots were found. 15 april 98 - due to the inability to view the catheter through a simple radiography, a magnetic resonance image was taken every five millimeters of pt's left superior member, left hemothorax and abdominal portion of the inferior to definitely eliminate the catheter presence.